Event description:
Per the clinic, the device was explanted due to a fibrous growth, causing an extrusion of the device. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device unavailable for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with another manufacturer's device. This report is filed (B)(4) 2012.